Event description:
It was reported that the tip of the driver sheared during surgery. The tip sheared off while tightening the connector. The tip was retrieved from the pt. No additional pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Approx 3mm of the tip has been broken off. There was plastic deformation just below the fracture. The fracture surface analysis revealed a fairly brittle fracture surface and circular material flow consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to specification.